Event description:
It was reported that after the use of intravascular ultrasound (ivus) and thrombobustor, a trek rx 3.5x15mm was used to pre-dilate the moderately tortuous, mildly calcified, concentric, de novo and 90% stenosed lesion in the proximal to distal right coronary artery. The balloon was inflated 2 times at 12 atmospheres for 30 seconds. The trek rx was slow to deflate; requiring approximately 1 minute to deflate completely. No additional intervention was required to deflate the balloon. There was no issues with inflation and no resistance was met on advancement or removal of the device from the anatomy. The procedure was successfully completed using another unspecified balloon and the same indeflator that was used for the trek rx. There were no adverse patient effects, symptoms or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: suoh, inflation: integrity 4.0x30, liberte 4.0x32, guide cath: launcher al1.0 6f, al1.5 6f. Evaluation summary: device evaluation: functional testing was performed to inflate the balloon to 18 atmospheres, and the balloon inflated without difficulty. An attempt was then made to pull negative with an indeflator to measure the deflation times, but the balloon took over 35 seconds to deflate, confirming the reported incident. However, after the indeflator was used to flush the inflation lumen to dissolve the contrast, additional measurements of the deflation times were found to be within manufacturing specification. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.